Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Several factors could contribute to the customer¿s reported failure. There was no information available to indicate what the total activation time was, set points used or whether a cannula or any other apparatus¿ were used during the procedure. Factors not associated with the manufacture or design of the device which could result in damage to the tip could be that the device came into abrupt contact with a hard (metallic) object, improper removal from an apparatus, use at a higher than recommended set point or excessive force applied to the tip can also lead to unintended detachment and are outlined in the precautionary statements in the instruction for use (¿IFU¿). There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported the ambient megavac 90 wand had a small metal piece dislodge and fall into the surgical site. The surgeon was unable to retrieve the broken piece. There have been no reported patient complications.